Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an unspecified product performance issue for which it was explanted and replaced. No further details are available at this time. No additional adverse patient effects were reported.